Event description:
The complainant reported that the implanted impella cp pump had a persistent discrepancy between the position waveform and the arterial line. The device positioning was subsequently verified via echocardiography and support was maintained. It was noted that the patient passed away during support; however, there was no allegation or evidence of association between the patient's passing and the impella device.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs show placement signal (ps) low alarms starting six hours into support and continuing throughout. Upon investigation of the pump, it passed the laser continuity test. Ps low alarm did not reproduce on the lab console. The optical parameters were within normal ranges. The root cause of the optical signal issue was most likely patient condition related as the patient's condition was deteriorating. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.